Event description:
It was reported that soon after the surgical procedure, tension on the lumbar and back incision sites and the implanted catheter caused cerebrospinal fluid leak, fluid collection in the vicinity of the catheter, wound dehiscence and meningitis in 2006. The wound had opened and was resutured when no exudate was observed. Spinal fluid was then noted to be leaking form the wound. The wound was debrided in 2006, after confirmation of dehiscence and subcutaneous fluid collection. The csf was aspirated from the catheter side port and was cultured; group g beta strep was detected. The catheter and pump were removed the following month, as no improvement was noted with treatment with rocephin 2 grams/day since 2006. Antibiotics were continued following suture removal and the inflammation resolved. Eight days later, complete healing of the inflammation was noted. The pump contained gabalon; the pt's spasticity was treated with oral lioresal. The hcp reported that this was related to the catheter; per the reporter: "the infection resulted from the exchange between the internally leaking spinal fluid and the external environment allowed by the wound dehiscence in combination with the introduction of bacteria into the intrathecal space through the foreign body of the catheter." The pt recovered in ten days later.